Event description:
Caller reported an alarm and there was no adverse impact to the customer's blood glucose level. Initially, the attempt to reload the original cartridge onto the pump and resume insulin was unsuccessful. Despite this, technical support provided instructions to reset the pump, after which the caller successfully loaded a cartridge and resumed insulin.